Event description:
Pt's father reported that his son went to the hosp with diabetic ketoacidosis and blood glucose >500 mg/dl. The caller did not have any info about blood glucose and insulin history leading up to the event or treatment at the hosp.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine whether any malfunction or other product condition contributed to the pt's dka. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose(hyperglycemia)," and advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."